Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer had malfunctioned. A customer indicated that the user had experienced a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had malfunctioned. A field service engineer had successfully addressed the failure of auxiliary drawers 3-1 and 3-2 by turning off power management and testing the drawers without any issues. The system functioned as intended after the field service engineer had verified the device.